Manufacturer narrative:
Corrected data: in the initial report the following fields did not have narrative provided. The narrative is being provided in this follow up report. Serial number: unknown/not provided. The device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. The manufacturing record was not reviewed since the serial number is unknown. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Unknown if explant has occurred however it is indicated as planned. (B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient is not satisfied with her implant as the patient is experiencing halos, glare and bad sight at near distance. The zxr00 will be explanted and replaced with another intraocular lens (iol).